Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right atrial (ra) lead exhibited undersensing. The device was "not picking up the patient's atrial flutter." The device and ra lead remain in use. No patient complications have been reported as a result of this event.